Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 224 mg/dl. Troubleshooting was performed. The customer reported that the insulin pump alarmed button error after the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.